Manufacturer narrative:
The MFR is attempting to acquire the system controller for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that during implant, when the therapy was initiated in the operating room, the system controller did not display any signs of flow despite echo and hemodynamic evidence that the pump was functioning properly. Speeds were increased with appropriate powers and the flow estimator would not display any numbers. The system controller was exchanged with another system controller and the flow estimator worked appropriately.